Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error and a no delivery alarm. The customer¿s blood glucose level was 415 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and no delivery even after multiple infusion set and reservoir changes. No troubleshooting was performed on all issues due to customer was at work and requested a call back. The insulin pump is not expected to return for analysis.